Event description:
Approximately 7 weeks after the primary surgery (revision date (B)(6) 2019), the patient dislocated. A closed reduction was attempted unsuccessfully. The surgeon initially attempted to perform a closed reduction but was unsuccessful. The surgeon performed a poly swap and removed the 135/145 36/+6 humeral cup, cleaned out the old scar tissue, and put in a larger 135/145 36/+9 humeral cup.